Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of an unknown 5f mynxgrip vascular closure device (vcd) was stuck on the delivery catheter and not delivered to the vessel. Hemostasis was achieved by manual compression and a four-hour bed rest. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was still inflated as we had not delivered the sealant yet. We could not tamp as the mynx was stuck ¿ there was nothing to tamp. The deployer did shuttle down completely. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was an yttrium 90 procedure and used a retrograde approach. The deployer was mynx trained and has used the mynx exclusively for several years. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of an unknown 5f mynxgrip vascular closure device (vcd) was stuck on the delivery catheter and not delivered to the vessel. Hemostasis was achieved by manual compression and a four-hour bed rest. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was still inflated as we had not delivered the sealant yet. We could not tamp as the mynx was stuck ¿ there was nothing to tamp. The deployer did shuttle down completely. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure was an yttrium 90 procedure and used a retrograde approach. The deployer was mynx trained and has used the mynx exclusively for several years. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant stuck to device components¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.